Event description:
It was reported that the device failed an upstream occlusion test. There was no patient involvement.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
One device was returned for repair with complaint that device failed upstream occlusion (uso) test. No service history found. No error codes found in event log. Visual/functional testing was performed. Confirmed complaint during upstream occlusion test. The pump would not recognize when there was an occlusion. Reinstalled the pump software. Performed dso/uso sensor calibration. Pump then passed the occlusion test. Upon further investigation, found that the downstream occlusion (dso) seal was delaminated, and the lcd was scratched. Replaced the dso seal, lcd, tape, foam, lens, lens seal, keypad and labels. Device passed all testing criteria post repair.